Event description:
A customer obtained erroneously elevated troponin (accu-tni) results for one patient. The original specimen was re-tested and repeated results were above and within the risk stratification range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma in a pst tube, which was centrifuged at 3,000 rpm for 3 minutes. Qc was within specifications before and after the event. A system check performed on (B)(6) 2010 failed. No flags or errors were posted to the event log. A field service engineer (fse) was dispatched: the fse performed a major preventive maintenance (pm). The fse conducted a diagnostic testing with good results. No hardware issues were noted. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.